Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-05131. It was reported that following a recent fall, the patient experienced a shocking sensation and uncomfortable stimulation throughout the body, even with therapy turned off. X-ray imaging confirmed that one of the leads had migrated. As a result, the system was explanted, which addressed the issue. It is unknown which lead migrated, so both are being reported.